Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 102748: 32 items manufactured and released on 13 september 2010. Expiration date: 2015-(B)(6). No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. On (B)(6) 2017 the medical affairs director performed a clinical evaluation and commented as follows: fracture of cement mantle in primary hybrid tha. The proximal femur is rather large in shape; a thick cement mantle was required to fit the stem in the large cavity and for unknown reasons the mantle broke off. This is not related to a defect in performance of the femoral stem.

Event description:
The patient reported thigh pain and upon x-ray investigation the surgeon diagnosed a loose cement mantle an stem loosening in the proximal third of the femur. Revision surgery was required, in which the stem was replaced after clearing of the cement mantle. It was confirmed that a substantial cement mantle fracture had occurred.

Manufacturer narrative:
Analysis of the retrieved items performed by r&d project manager: no particular signs were noticed in the analysis of the pieces, only some scratches in the rim of the ceramic ball head, most probably occurred during the revision surgery. From the received parts it is not possible to determine the root cause of the event, but it ce be excluded that the event could be related to the performance of the device.